Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had the generator explanted due to infection and extrusion. The physician noted that the patient likely picked at the incision site, causing the wound to open and leading to the infection. The lead was cut but was not fully explanted. Device history record was reviewed for both the generator and the lead. Both devices were sterilized prior to distribution. No unresolved nonconformance's were found. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not mention that the lead wire was exposed due to patient manipulation. F10 event problem cds, corrected data: initial report inadvertently did not have patient code 3191 listed for extrusion of the lead wire.

Event description:
It was noted that the lead wire was exposed due to the patient picking at the generator incision site. No additional relevant information has been received to date.